Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient developed right arm paralysis, diagnosed as a stroke. A head CT was done showing an old infarct in the right parietal; nothing acute. Three days post procedure, the patient was discharged to home, status improved, with remaining right hand weakness. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.